Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, results of device evaluation, and to correct d8/d9 as information was inadvertently missed on the initial. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the customer reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely reported event occurred because physical/chemical stress was applied to the distal end during device handling by the user. Subsequently, objective (ob) lens and glue around it were broken. The following events were also found during the device evaluation:. Connector plug unit-slave is leaky; universal cord unit is pierced and also leaky: connector master case and slave are both cracked, and the bending section cover is separated: these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The user can detect the event by handling the device according to the following instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." The user can reduce/prevent occurrence of the event by handling the device according to the following instructions for use( IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The endoscope and accessories are compatible with several methods of reprocessing. For information concerning the applicable reprocessing methods and parameters, refer to section 3.2, ¿list of the compatible methods¿. Additionally, some reprocessing methods may cause degradation of medical devices that shortens product life. For information concerning degradation of medical devices from reprocessing and its number of times, refer to section 3.13, ¿signs of degradation from reprocessing and its number of times¿. Follow the policies at your local institution when choosing which methods to employ." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus, however, evaluation of the reported event is ongoing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the 2d deflectable videoscope had air/water leakage from the camera part. There was no report of patient harm. The device was returned, evaluated, and the distal end adhesive had deteriorated. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.